Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and no prime seating anomaly noted during testing. No unexpected pump error 4 and pump error noted during testing. Unit passed self test no failed battery test alarm noted. However, low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded. After disconnecting and reconnecting the internal battery connector on the device was monitored and functioned properly. Device was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 50 mg/dl. The patient treated with food. Her blood glucose at the time of call was 75 mg/dl. The customer also mentioned that the insulin pump alarmed motor communication error and critical block error. The insulin pump was able to pass the self test. The device also alarmed failed battery test. However, troubleshooting was able to resolve the failed battery test alarm as well. The insulin pump was returned for analysis.